Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in december 2023, reported as "over the past week." D4: lot #: suspect lot 23d13h93 reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adapter disconnected from the non-baxter catheter which resulted in a leak. This occurred during use of the devices for peritoneal dialysis therapy and was reported to have happened twice. There was no report of patient injury, however the patient was given ip (intraperitoneal) antibiotics and nystatin as precautionary measure. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted for the suspected lot number and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.